Event description:
It was reported when the device was used during a low anterior resection, there were no staples present after it was fired. The staple line was oversewn to complete the case. There was no pt consequence.